Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2013 and suture was used. Prior to use on the patient, when the package was opened, it was noted that the suture was broken. A new device was used to compte the procedure. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The concerned sample shows a cracked mecanyl tube with a closed loop. The visual inspection of the knot shows no abnormality. The cause for the closure of the loop could not be verified. Please note that the product should not be pulled backwards out of the trocar before the end of the procedure. No breakage could be observed at the actual sample. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.